Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to fluid loss. It was explained that the patient saw his physician because his device slowly stopped inflating. Upon explant, no fluid was found in system. The patient is expected to fully recover.